Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation at the shaft/collar area and tip damage (flattened).

Event description:
It was reported that the device was fractured. A 90% stenosed, 15mmx3mm target lesion was located at severely tortous and severely calcified left anterior descending artery. During the procedure, it was noted that the tip of guidezilla was fractured. The physician removed the device as a unit. There were no fragments left inside the patients body. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable post procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the device was fractured. A 90% stenosed, 15mmx3mm target lesion was located at severely tortous and severely calcified left anterior descending artery. During the procedure, it was noted that the tip of guidezilla was fractured. The physician removed the device as a unit. There were no fragments left inside the patients body. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable post procedure.